Event description:
It was reported that some parts of a cool-cap system's main hose assembly were broken. No further details were provided regarding the damage to the main hose assembly. The complainant confirmed that there was no death, serious injury, delay in treatment, or environmental/safety concerns. The complainant was provided with a replacement main hose assembly and no further issues were reported.